Event description:
The lay user/reporter called lifescan (lfs) in 2007 alleging the one touch ultra meter would not power on. This complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the meter would not power on the same day, at 7:00a.m. The pt reported feeling shaky after the reported issue began. The pt denied receiving medical attention or taking action following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported as the reporter claimed the pt felt shaky, a symptom than can be associated wit hypoglycemia, after the alleged issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.